Event description:
(B)(6) study patient report indicates a deep wound infection. The source of infection is unknown. Original treatment was CABG with ti sternal locking plates. Patient underwent debridement and plate removal. This is the tenth of 24 reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Initial report previously submitted on (B)(4) 2011. Duplicate manufacturer report number noted. Follow-up report sent on (B)(4) 2011 to correct duplicate manufacturer report number from 1719045-2011-00017 to 1719045-2011-00517. This is a re-submission of the initial report with the corrected manufacturer report number 1719045-2011-00517 asp per request of FDA.